Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 298 mg/dl. The high blood glucose was treated with bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. During the troubleshooting of the high blood glucose, the customer noticed black where the sticker was pasted. Customer also reported discoloration to the insulin pump. The customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.